Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. It is unknown if there are plans to replace the lost fixture, as of the date of this report, (B)(4) 2013.